Manufacturer narrative:
The device was returned to the resmed for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault message (sf65). There was no patient injury reported as a result of this incident.